Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Same case as MFR#60000093-2007-01603. It was reported by the patient that 6 days post a drug eluting coronary stenting treatment procedure, patient complications leading to hospitalization occurred. The physician implanted a 2.50x24mm taxus express2 drug eluting stent and a 2.75x20mm taxus express2 drug eluting stent in unspecified locations. At 6 days later, the patient walked home two blocks from a physician's appointment and experienced "shortness of breath, heart racing, slurred speech, a cold sweat, nausea and numbness in her legs." The patient called 911, and was admitted to the hospital for four days. The consumer had numerous tests performed, including a CT scan of her brain (which was normal), and CT of her abdominal aorta (also normal); a neurologist performed emg testing, which was normal. She has been advised to follow up with a vascular specialist, and she will be seeing her cardiologist within the next few weeks. Further information has been requested, but has not been received.